Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. The fse replaced the batteries and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). Cause traced to component failure.

Event description:
It was reported that during a preventative maintenance (pm) service by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement and no adverse event was reported.